Manufacturer narrative:
Follow up #1 additional information:on 01/12/2015, the reporter contacted animas in follow up to this complaint. The reporter indicated that the pump display screen was dim/faded/discolored. The reporter indicated that the pump display screen was no longer able to be read safely related to the issue. There was no damage or moisture noted associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the display screen was dim/fading/discolored. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.